Manufacturer narrative:
Concomitant medical products: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, after the device initial deployment, the patient blood pressure began to trend down but rebounded to normal readings. The leadless ipg was then recaptured due to sub optimal electrical measurements. The recapturing process was described as difficult due to challenges aligning the cone to the device. The leadless ipg was then redeployed successfully. Once the leadless ipg was fully deployed, released and final programming was complete, patient blood pressure began to trend down again prompting the physician to perform a trans thoracic echo. The echo revealed pericardial effusion. A pericardiocentesis was performed which resulted in aspiration of bloody fluid. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.